Event description:
Procedure: distal pancreatectomy. Customer states that surgeon articulated the device and tried to cut pancreas, but the device could not be fired at all. The procedure was completed with another reload. Operating time was extended less than 30 min. No additional tissue resection. No tissue damage: nothing fell into the cavity. No bleeding. No reinforcement material used in conjunction with the stapling device. Last known patient status is fine.

Manufacturer narrative:
(B)(4).